Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 390 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, dehydration and nausea. Once at the hospital upon removal of the pod the cannula was reported to be bent. The patient was diagnosed with dka as well as dehydration and the flu. The patient had a computed tomography (CT) scan as well as lab work administered. The patient was treated with intravenous fluids, potassium, and 3 doses of morphine. The patient was discharged from the hospital after 4 hours.